Event description:
Plaintiff alleges the development of latex allergy from her exposure to latex medical gloves. She alleges sustaining numerous injuries including rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress. In addition, she alleges suffering substantial loss of earnings and earning capacity. Plaintiff's spouse alleges loss of consortium of his wife.